Manufacturer narrative:
Radiometer has been further investigating the case, and the root cause of design error that we have previously reported, only relates to the technical circumstances where the interruption of rinse did not prevent results to be shown and analyzer going to a "ready" state, even though rinse was interrupted. This is in fact not an error in the design, but a very specific scenario where a user repeatedly opens and closes the inlet during the testing and rinsing process, despite multiple warnings not to open the inlet during operation. Further, radiometer have not been able to reproduce this scenario, despite extensive testing, and we have also no known complaint with the similar issue. The design of the device is not made to prevent results to be shown but if we look at the whole sequence of events for this case, the device worked as intended and the current risk control measures are deemed sufficient, as the discrepant measurements after the aborted run (from the user opening the inlet during measurement) were flagged by the abl90 flex analyzer. There were also multiple warnings on the analyzer, warning the user not to open the inlet during operation. This means the user was notified that the results could not be used(which is also consistent with what happened in the case). The conclusion is therefore that the device worked as intended and the root cause is use error.

Manufacturer narrative:
Further radiometer investigation has confirmed that the root cause of the incident was a design error, that was triggered due to the user opening and closing the inlet multiple times causing the new rinse activity to start before the current rinse activity was completed. Thereby, causing the analyzer to go to ready with rinse interrupted / rinse error.

Manufacturer narrative:
Radiometer investigation of the received data logs indicates that the false high discrepant measurement most likely occurred due to a clot/blockage in the abl90 flex analyzers sensor cassette. The clot/blockage formed because of an earlier aborted measurement, which aborted because of the inlet being opened and closed during that measurement and rinse. Due to the formed clot 4 calibrations later on also failed. After the false high measurement had occurred the following measurements were ok.a radiometer field service engineer (fse) connected to the abl90 flex analyzer remotely to flush and clean out the clot/blockage in the analyzers sc.

Event description:
According to the complaint the abl90 flex analyzer (B)(6) measured a false high pco2 on a patient sample on the (B)(6) 2023. 1st measurement: (abl90 labo 1) 91,3 mmhg, measurement time @ 10:09 (1pt calibration with lots of malfunctioning parameters with status of 0 mv). 2nd measurement - same sample: (abl90 labo 2) 32,5 mmhg, measurement time @10:18. 3rd measurement - same sample: (abl90 labo 1) 31,9 mmhg, measurement time @10:29. After the 1st measurement, the emergency department was notified and they requested to repeat the sample, as they did not believe the result was correct. Based on the performed measurements the customer considers the 1st measurement of 91,3 mmhg as false high.